Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead was attempted but not used during implant. It was noted that the ra lead had placement difficulties. The lead was explanted and replaced. No patient complications have been reported as a result of this event.